Manufacturer narrative:
Section e1: reporter address: (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the patient¿s outcome could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number mlp-033184, was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A, is currently available. Section 1 of the IFU, ¿introduction¿, lists death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to unknown reason. The patient was found lifeless by the home care service at home.